Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 device and impact coded. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. Additional information indicated that the revision procedure was related to the impedance issues. A possible lead issue or calcification around the tip were suspected, however it was not conclusive. Other than the procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.